Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported in a routine clinic follow up, that atrial lead noise was detected by the pacemaker causing inappropriate mode switching. The episodes were brief and occurred an average of once a month. The patient was educated and advised to stay away from sources of electromagnetic interference. The physician plans to monitor the atrial lead routinely for now. The patient was in stable condition.